Manufacturer narrative:
Other relevant device(s) are: product ID: 9733752, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. No system checkout was performed as resolution was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess). It was reported that the patient developed a pressure ulcer on their left scapula following an 11 hour procedure with the flat emitter. It was reported that the patient had a left back stage 1 ulcer with epidermal break down on post-operation day #1. It was reported that there was no associated pain and wound care was consulted. The patient was discharged on post-operation day #6 without issues and healing wound. Treatment information was unavailable, but the site confirmed that the issue had been resolved. There was no reported delay to the procedure. It was reported that the suspected cause of the reported issue was the length of the case and the positioning of the patient.